Manufacturer narrative:
Event site postal code: (B)(6). Occupation: clinical engineer. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The iabp was switched out with another cs300, but the same alarm was generated. The iab was then replaced to continue therapy successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.